Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: visually, the inner shaft was bent 0.75 inches from the distal end of the inner hub when returned. There were also indentions on the proximal outside diameter of the outer hub (locking area). There was no damage to the distal tip and no loose components. Functionally, the inner assembly spun freely by hand with no binding. The blade fit securely into a handpiece but excessive wobbling was observed while the blade was oscillating at 3000 rpm. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperative, when the doctor installed the blade into the handpiece for testing, found that the blade had obvious shake. The doctor tried to reinstall the blade but useless. Finally, the doctor changed a blade to complete the surgery. There was no patient involved in the event.